Manufacturer narrative:
The customer returned the suspected contour next link meter (serial # (B)(4)). The returned meter and in-house test strips gave satisfactory performance. All readings were properly stored in the meter's memory.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.

Event description:
The customer reported that the blood glucose readings were not being stored in the memory of his contour next link meter. There was no allegation of an adverse event. The customer was advised to return the meter for evaluation. A replacement meter was sent to the customer.